Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with mpathy minimesh. Later the patient experienced pelvic pain and spasms, tender to deep palpation in suprapubic area, chronic interstitial cystitis and urge incontinence. The physician noted increasing severity of the interstitial cystitis.